Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The customer ran the unit and could not duplicate the issue. Unit operates from battery and ac. The customer replaced the battery as a preventive measure. The determination could not be made that the device failed to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The caller reported a battery failure message - (failed battery test). There was no patient involvement.